Event description:
Pt was revised due to pain. The surgeon thought the insert may have been loose. However, the insert was not loose and there didn't appear to be anything wrong with the implants. The insert was replaced.